Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2019-00233. Follow-up identified surgical intervention was undertaken wherein one lead of the two leads was replaced with a new model. Therapy was restored postoperatively thus resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2019-00233. It was reported the patient experienced ineffective stimulation due to lead migration confirmed by x-rays. Reportedly, reprogramming was attempted to no avail. As a result, surgical intervention may be undertaken to address the issue.